Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was implanted with a new implantable cardioverter defibrillator (ICD). After the pocket was closed, the shock impedance measurement was measured as high and out of range. The physician monitored the issue for over one week, and the shock impedance was still high and out of range. A revision procedure was performed, and this lead was replaced with a new rv defibrillation lead that exhibited satisfactory shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
This lead is expected to be returned to boston scientific. When analysis is complete, or when additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.